Event description:
It was reported that an intravia empty container had white particulate matter inside the bag. The particulate matter was described to be about 1/4 inch square. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date was not known; however, the occurrence date was reported to be sometime in the week before the report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. During visual inspection, white particulate matter was observed on the outside of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.